Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks in separate episodes. The shocks were delivered due to atrial fibrillation/flutter with a rapid ventricular response. This device is not designed to deliver therapy due to atrial arrhythmias, therefore this is considered inappropriate therapy. The patient had previously ran out of metoprolol. Recommended calling back for the representative to interrogate the ICD in person. No adverse patient effects were reported.